Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was brought to the emergency room after noticing that the pacemaker pocket site how felt hot compared to the rest of the body. It was noted that few nights the patient would suddenly scream during their sleep. The device was interrogated and was functioning appropriately. The patient will continue to be monitored, and was not symptomatic during or after the check.